Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their blood glucose was high; they were unable to record their exact blood glucose value. However, the customer experienced vomiting and the inability to move. The customer was treated via manual insulin injection. Troubleshooting was not completed due to the customer's hyperglycemia. The customer was advised to visit the emergency room. The insulin pump was not returned for analysis.